Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The real time (rt) log data associated with pump 557054 on ic3502 indicates that at this point purge line was already primed, which explains why steps 4 and 5 of case start wizard were skipped. Most likely because operator expected to see prompts to prime the pump, a purge change wizard was manually launched and pump was unplugged. Console was then power-cycled, case start wizard was launched and pump was connected. The cause for skipping purging prompts of case start wizard was the fact that purge line was already primed, and pump was initialized. There was no ac power issue found during the case. The device functioned/operated to specification. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27821.

Event description:
It was reported that during start up, the automated impella controller skipped the priming step. No patient was involved in this event.

Manufacturer narrative:
The automated impella controller was returned for investigation. Should any new information be received, a supplemental MDR will be filed.